Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported following leaving the refill appointment, the patient became sleepy and needed narcan. It was reported no intubation occurred. The cause of the event was reportedly due to the patient being allergic to dilaudid. All of the dilaudid was taken out of the pump and the pump was then filled with preservative free normal saline. The patient recovered without sequelae.

Event description:
It was reported that the patient had switched to prialt in her pump. The prialt was working for ¿a while¿ but currently the pain was getting worse and it was noted the dosage was ¿very high¿. The hcp had been increasing the dose ever since the patient started and the patient was reportedly ¿not getting any better¿. The patient had been on prialt for ¿many years now¿ and initially it had ¿worked wonders¿. The patient could no longer afford prialt. It was reported the patient was ¿getting ready to make a change over to something else other than prialt¿. It was reported the patient¿s only option was the ¿die¿ and go back in a wheelchair or to try another medication. The patient had tried every oral opioid and had thrown them up and they ¿all made her sick¿. The patient¿s old health care provider (hcp) put an opioid in the pump because the patient couldn¿t handle the oral medications. It was reported the patient¿s new hcp wanted to try that. It was noted the patient got refilled every 40 days. It was noted the patient has multiple sclerosis and degenerative disc disease. It was later reported the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative. It was reported, ¿prialt not working as well as I hoped ¿ medicare will not pay for prialt and I must find another drug.¿ before switching to prialt, the patient had considered having the pump removed because she was in terrible pain. It was noted, ¿the prialt has helped me some but not enough to make me anywhere near comfortable. The pain is always there and it restricts or stops me from doing the things I need to do. I have already given up on most of the things I want to do. Every visit I have asked my doctor to increase the dose as much as possible¿. The patient¿s pain level had gone up in the last six months instead of going down in spite of dose increases. It was noted the patient had received a recall notification regarding her pump and questioned if it was even working and wanted the pump and catheter to be tested. The patient reportedly had four or five MRI¿s and had the pump checked out each time after and it was noted, ¿I have never felt it beep or buzz or do anything¿. It was later reported the patient ¿died¿ due to the pump on (B)(6) 2013. The patient reportedly was ¿dead, no pulse. No nothing.¿ the patient was then resuscitated and was brought back. The patient had been given ¿the antidote¿ and she was worked on all night. The patient reportedly crashed two more times in the emergency room and again they were able to bring her back. The patient spent four days in intensive care. It was noted the patient¿s hcp had put dilaudid in the device on (B)(6) 2013 because the prialt in the device gave ¿very little pain relief the since the first year¿ and caused an increase in pain, also due to the patient no longer being able to afford the medication and her wish to begin to titrate down off of it. The hcp had added ¿the tiniest¿ amount he could put in of the dilaudid and planned to see how it worked, even though the patient had told the hcp that opiates historically had made her deathly ill and that she was not sure about the medication being added. The hcp still went ahead and added the medication and had noted ¿the amount I¿m putting in you probably wouldn¿t even feel¿ and removed the prialt from the device. The hcp and told the patient after the medication change that the patient would have possibly been uncomfortable later that night because the bolus of the dilaudid would not set in until the following afternoon. After the hcp told the patient that, the patient did not remember anything else following that; including leaving the office. The patient was asleep before she even left the parking lot and had not been feeling good ¿to begin with¿. By the time the patient got home, she was unconscious. The patient¿s husband tried to wake her and then realized she wasn¿t breathing and called 911. When the emt¿s arrived the patient was then intubated and had no pulse and was not breathing. While in the ambulance the patient was then given ¿the antidote¿ after the patient¿s husband told the emt¿s what drug she had received. It was reported, ¿apparently I overdosed from dilaudid¿. The patient reportedly coded several times in the ambulance and the ER. It was then reported when they finally got the patient stable enough to work on her, she went to see her hcp on (B)(6) 2013. The patient¿s hcp removed the entire amount of dilaudid that had been filled into the pump and was unable to explain what had happened due to the fact that none of the dilaudid had gone into the patient¿s system. It was reported the patient had bruises to prove all of the work the hcp had done to remove all medication from the system. The hcp had removed all medication from the device system and flushed everything. It was noted the patient had side effects ¿like you would not believe¿. The patient was still sick as of (B)(6) 2013 and planned to go to her general practitioner. The patient thought the pump was defective and did not trust the pump. However it was noted ¿everybody¿s saying everything works fine¿. The patient¿s currently managing hcp did not want to touch the pump was it was ¿too dangerous¿. The hcp was going to try to make arrangements with a neurosurgeon to remove it possibly in a couple of weeks. The device system was now being used to deliver saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).